Event description:
Boston scientific received information that during a routine in-clinic follow up, this implantable defibrillation lead exhibited increased pacing threshold measurements, unspecified changes in pacing impedance measurements and sensing. X-ray imaging performed one week later revealed that the lead had dislodged due to twiddler's syndrome. The lead was observed to be wrapped around the implantable cardioverter defibrillator (ICD). An invasive procedure was performed. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The proximal portion of the lead was returned severed 16.2 centimeters (cm) from the is-1 pin. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on all terminal connectors and the abrasion sleeve was twisted just distal of the yoke molding. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis confirmed that the twist in the lead insulation may have contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.